Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement procedure due to normal eri, externalized conductors were observed on the lead upon fluoroscopy. There were no electrical issues. The lead was capped and replaced during procedure on (B)(6) 2016.

Event description:
New information received notes that there were no complications to the patient post-procedure.